Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 06-19-2024 it was reported that patient faced 5 infusion sets cannula kinked event within 3 hours of insertion on 10-05-24, 16-05-24, 24-05-24, 03-06-24 and 06-06-24. Patient replaced the infusion set and resumed insulin deliveries successfully. No further information was available.